Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose was 23.9 mmol/l. The caller stated that the customer will treat with manual injection. The discontinuation of the device was advised. Nothing further was reported. Troubleshooting was performed and, at first, insulin did not exit when the insulin was pushed with a plunger manually. The insulin pump was rewound and reservoir was reinserted into the insulin pump, and manual prime was performed, during which the device did not alarm. The customer was advised that the insulin pump is working as designed. Nothing further was reported.